Event description:
A malfunction on the pump was reported, with the screen going dark and not turning on. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer plugged the pump into a power source with known working charging supplies, and the screen turned back on. Technical support provided pump reset information and assisted with turning the pump back on, allowing the customer to continue using it. The customer was advised to call back if any malfunction code recurred.